Event description:
It was reported that prior an unknown procedure, the saline leaked when put into the balloon at check. There were no adverse consequences to the patient. One device will be returned.

Manufacturer narrative:
Evaluation summary: the instrument was returned intact for analysis without the spacer on device. The balloon has a pinhole type leak. There is an additional vertical mark next to it, which appears to be from a clamp. The pinhole was likely caused by the clamp device. No portion of the balloon was missing. The balloons are tested for leaks twice during production, first after tip assembly, and again prior to the packaging for shipment. The balloon seal may become compromised if it comes in contact with an instrument while it is inserted or during use.